Event description:
It was reported that immediately after intubation, the physician inflated the cuff, but there was a leak and reintubation was required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed, complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).